Event description:
Boston scientific received information that this left ventricular (lv) lead pulled back to the subclavian vein. However, there was still right ventricular (rv) capture each time the lv lead paced in this configuration and showed rv capture while doing lv commanded pace threshold. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.